Manufacturer narrative:
(B)(4). The reported complaint of "screen went black and pump stopped pumping with no warnings" is not able to be confirmed. The product was not returned to teleflex chelmsford for investigation. According to the event detail, the pump was resumed as normal after the staff pressed the softkey therapy button. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the screen went black and the pump stopped pumping without any alarms or warning. The pump was connected to ac power, plugged into a wall outlet, when this occurred. The nurse pressed the softkey therapy button and the screen came back on and pumping resumed. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that while in use on a patient, the screen went black and the pump stopped pumping without any alarms or warning. The pump was connected to ac power, plugged into a wall outlet, when this occurred. The nurse pressed the softkey therapy button and the screen came back on and pumping resumed. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.